Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Based on the limited available information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 10 months following a transfemoral transcatheter aortic valve replacement procedure with a 20 mm sapien 3 ultra valve, the valve was identified as having failed due to hypoattenuated leaflet thickening (halt). Regarding potential intervention it was stated "discussing as in-patient". Additional information received indicated that the issue may be due to patient prosthesis mismatch, not halt, but the surgeon started anti-coagulation therapy and will re-evaluate the patient in 1 month.

Manufacturer narrative:
Investigation is ongoing.